Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided d4: unique identifier (UDI) number not available. D6: explant date unknown / not provided. G4: premarket identification k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 46 fractured at the collar of the implant and was removed. Procedure was completed placing other implant larger with bio oss collagene graft.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. It was reported that the implant at tooth site #46 fractured at the collar of the implant and was removed. Procedure was completed by placing another implant larger with bio oss collagene graft. Removal tool got stuck in the implant. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use. The implant fracture was identified at the collar, and a removal tool was stuck inside the implant. Unable to disengage the removal tool during physical / functional test. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar events. Review completed utilizing keywords: fracture implant & does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors, incorrect techniques used. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.